Event description:
It was reported a balloon ruptured at its rated burst pressure following multiple inflations duing an arteriovenous hemodialysis fistula graft dilatation procedure. During withdrawal of the balloon catheter through the sheath, the balloon material detached and remained in teh pt. A cutdown was performed for successful retrieval of the balloon material. Results from balloon angioplasty were successful and no further treatment was requried. A portion of the device was received, evaluated and retained by this MFR. The engineering eval indicated the device was received in two pieces. The shaft was cut 3cm distal to the strain relief. The distal tip of the shaft, as well as the elongated and flattened with rough edges. The balloon material had completely detached from the catheter and was not returned for eval. Adhesive was noted on the proximal bond. Although our follow up indicated the balloon material detached in the pt, the eval showed the distal portion of the shaft, as well as the balloon material, were detached from the catheter shaft upon receipt. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually required much high pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The above factors may have contributed to this event. Our directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."